Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 85313701 with an expiration date of 31-oct-2025. The field service engineer found there was an issue with the movement of the reagent syringe. He replaced the reagent syringes, performed air purges, mechanism checks, and washed the reaction parts. He ran photometer checks, a cell blank measurement, and precision successfully. The customer completed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 results from the cobas 8000 c702 module. The initial result was 1.04 mg/dl, and the repeat result from another cobas c702 analyzer was 0.79 mg/dl. The repeat result was believed to be correct.